Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm readings were getting progressively higher throughout the evening, ranging from 310 mg/dl to 400 mg/dl. No comparison bg meter reading was done at this time. The patient's caretaker was treating the patient with novolog insulin injections for the high cgm readings. The patient¿s caretaker reported the patient was sleeping while the cgm readings were rising. Since the patient was sleeping, no patient symptoms were reported. Despite treatment with insulin injections, the cgm readings continued to rise, so the patient¿s caretaker decided to call an ambulance. The ambulance transported the patient to the hospital. The reporter could not recall the medications the patient was treated with while at the hospital. No cgm/bg comparison values were available. The patient was still hospitalized at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.